Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited universal cord, control unit and plate are sticky, light guide lens has corrosion, liquid drips from light guide bundle and joint section between bending tube and distal end is not secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord, control unit and plate are sticky, light guide lens has corrosion, liquid drips from light guide bundle and joint section between bending tube and distal end is not secured due to stress and degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.